Manufacturer narrative:
Other, other text: b5: additional info. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received on 21-dec-2022: this incident occurred immediately on use by sale manager. No clinical consequence for the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an issue with the pump air sensor was detected. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and no physical damage. A review of the device's event history log found a record of a cannot start pump air in line' alarm. To conduct functional testing a battery loss alarm test was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable air detector was the root cause. The air detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1,g2 email is: regulatory.responses@icumed.com.